Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that battery was depleting quickly and reservoir was showing empty. Customer was educated on the reason why issue occurred and was walked through the reservoir and tubing process. Customer also received a pump error 43. Customer's blood glucose was 123 mg/dl. Insulin pump would need to be replaced.